Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the grasping section (jaw) broken off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause is traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.